Event description:
It was reported that a patient underwent an atrial fibrillation (afib) / aflutter ablation and the patient experienced cardiac tamponade that required pericardiocentesis. After isolating pulmonary veins in the left atrium, the physician moved to the right atrium and ablated a cavotricuspid isthmus (cti) line. Non-sustained afib was induced so they decided to isolate the right atrium (ra) appendage. The physician ablated at 50 watts, and three quarters of the way around, the appendage noticed a small pericardial effusion on intracardiac echo. The soundstar catheter was in the right ventricle (rv). They continued ablating since the patient was stable. When they finished isolating the right atrial appendage (raa), they noticed a drop in the patient's blood pressure. The effusion had grown to a moderate size. A pericardiocentesis was performed, removing between 114 cc and 140 cc of fluid, which was reintroduced to the patient. The patient's blood pressure stabilized. The last known patient status was stable.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).